Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the patient on impella 5.5 support was taken to the catheterization lab for removal of impella as there was concern of clot on the inlet. Trans-esophageal echocardiography did not reveal any thrombus. The patient is stable. The patient survived the event.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The pump was retuned for inspection and no abnormalities were noted upon investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. D.9 device return date/information was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25352 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2025-25352.